Event description:
A customer reported a malfunction with their insulin pump, identified by malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support was involved and decided to replace the pump. The customer was advised on how to set up and return the malfunctioning pump. The customer was prepared to use multiple daily injections as a backup therapy and was informed that their replacement pump would come with updated software. Instructions were provided for the proper return of the defective pump, and the customer agreed to these terms.